Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the flex arm will not hold. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.